Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however, a like device catalog # 869-021, 510k # k040962 was cleared in the united states. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a spinal surgical procedure at t8-l3 using rods, screws and a competitor¿s vb replacement. It was reported that the rods and vb replacement were fractured some time post-op. The patient underwent a revision surgery sometime post-op. No additional patient complications were reported.

Manufacturer narrative:
Visual review confirms rod broken. Multiple rod bender points and set screw witness marks noted along the length of both rods. No surface defect that appears to have contributed to crack initiation and propagation identified. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations or beach marks approximately 30% of the way through the cross-sectional area, followed by another region of increased material disruption, riverlines, and shear lips, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.